Event description:
The pt was being fed using a pump. One liter of an enteral feeding solution was hung at 10:00am, and the pump was set to deliver 65 ml/hr. At noon, the nurse flushed the tubing with water as ordered without removing the admin set from the pump. At 1:00 the pump was found alarming and the entire liter of feeding solution had been infused in 1 hr. The physician was notified. The pt began vomitting and was suctioned. The pt expired on 06/01/97. The reporter believed it was due to pneumonia, but was unsure if the pump was implicated. One pt involved.